Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer was not following ocd recommended procedure for control fluid handling. Qc results of fluids handled per recommendation were within acceptable ranges. The root cause of the event is user error.

Event description:
A customer observed negatively biased tsh qc results on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.